Event description:
Litigation papers allege the bilateral patient began suffering from discomfort and pain in her hips, groin, thighs and back in the five years following her hip replacement. It is further alleged that she noticed an audible popping sound while walking. No reported revision at this time. Rejected. **update** (B)(6) 2011 - updated litigation was received. The product and lot numbers were identified with invoice search.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.